Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a left ureteroscopy, laser lithotripsy, stone extraction, retrograde pyleogram and ureteral stenting procedure performed on an unknown date. According to the complainant, during the procedure, the right ureter was noted to be torn while passing the access sheath. Procedure was immediately stopped and a stent was placed to treat the ureteral tear. It was also noted that it was the wrong site for the procedure. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.